Manufacturer narrative:
The insulin pump had button error alarm and intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads and missing end cap sicker.

Event description:
The customer reported via phone call that the numbers on the screen started ramping when trying to deliver a bolus. She removed and reinserted the battery and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was over 600 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.